Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the event took place in (B)(6). The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after 4 days his freestyle libre was no longer attached. The customer further reported that due to his sensor detaching he was unable to monitor his blood glucose level. The customer indicated he experienced a loss of consciousness and was treated with "glucosata 33 %" by injection from an hcp and was diagnosed with low blood sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that after 4 days his freestyle libre was no longer attached. The customer further reported that due to his sensor detaching he was unable to monitor his blood glucose level. The customer indicated he experienced a loss of consciousness and was treated with "glucosata 33 %" by injection from an hcp and was diagnosed with low blood sugar. No further treatment was reported. There was no report of death or permanent injury associated with this event.